Event description:
It was reported the customer had a keypad anomaly. The customer stated their act and up arrow button was not responsive. Customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Motor error alarm noted during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.